Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer experienced a small amount of waste sprayed into their eye from the cell-dyn sapphire analyzer. The analyzer had aspirated a clot and the customer was attempting to flush the pathway when the tubing came off chamber 3 and splashed him in the face. The customer states only a small amount of waste fluid was sprayed, he was wearing his eyeglasses and immediately rinsed his eyes at the eye wash station and went to employee health. The customer followed their employee health protocol, which included baseline testing for hbsag and hiv to be repeated in 4, 12 and 24 weeks.